Event description:
Based on additional information received on 27-mar- 2017, this case initially considered as non-serious was upgraded to serious (serious event of synovitis right knee added with seriousness criterion of required intervention). This unsolicited device case from united states was received on 10-jun-2016 from a physician. This case concerns a (B)(6) male patient who received treatment with synvisc one and later after 1 day patient was unable to put pressure on injected knee, unable to walk, had elevated temperature; after 2 days patient had synovitis right knee and after 5 days patient had knee aspirate was relatively low white blood cell count. Medical history included high blood pressure and kidney stone. Concomitant medications included atenolol and omeprazole. Patient had synvisc one (6 months ago) with no issues. Patient had no allergic history. On (B)(6) 2016, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml (10 ml) once (batch/lot number: 5rse054 and expiration date: nov-2018) for advanced osteoarthritis right knee. It was reported that at first the patient was "fine" following his injection. Later, after 6 hours of receiving the injection, the patient experienced side effects which got worse until it was "unbearable patent experienced severe swelling, pain, stiffness involving right knee. Patient had no fever, chills, anorexia or any other signs of infection. On (B)(6) 2016, the patient had elevated temperature, pain, & unable to walk or put pressure on his injected knee following a synvisc-one injection. Physical examination today showed that the right knee had a large palpable effusion with mild multifocal tenderness, no warmth, reasonable range of motion with some irritability (not a lot). It was reported that the patient was supposed to get bilateral knee injections of synvisc-one, but physician decided to hold off on other one. It was reported that this was one time shot and the patient never had another synvisc one injection. On (B)(6) 2016, the patient came back to the office today and his physician aspirated the knee (knee effusion) (approximately 40 cc of cloudy serosanguinous fluid) for culture, cell count and crystal analysis under sterile conditions. Analysis showed elevated synovial wbc consisted with synvisc synovitis of right knee and no signs of infection or crystalline synovitis (latency: 2 days). Synovial fluid had wbc count as 15900 cells/ mm3 and poly-nucleated cells as 10 % and was negative for crystals by bright filed and polarization light. On (B)(6) 2016, physical examination showed no effusion and less tenderness. Patient was at least able to get up and walk on it. The aspirate of the knee showed relatively low white blood cell count, crystals negative and no growth (latency: 5 days). Patient recovered from the event of synvisc synovitis of right knee. Corrective treatment: methylprednisolone acetate (depomedrol); knee aspiration for synovitis right knee; aspiration for aspirated knee; unknown for rest of the events. Outcome: recovered/ resolved for synovitis right knee; unknown for rest of the events a pharmaceutical technical complaint (ptc) was initiated with (B)(4). The production and quality control documentation for lot 5rse054, with expiration date (11/2018) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot batch record review & lot frequency analysis for lot 5rse054, no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 31-mar-2017, a total of (5) complaints (including this complaint) have been reported for lot # 5rse054: (4) adverse event reports & (1) leaky syringe. Sanofi will continue to monitor complaints to determine if a CAPA is required. Seriousness criterion: required intervention for synovitis right knee. Additional information was received on 22-jun-2016. Ptc number and results were added and text was amended accordingly. Additional information was received on 27-mar-2017 from physician. Medical history, allergic history, past medication and concomitant medications were added. Additional events of synovitis right knee and knee aspirate was relatively low white blood cell count were added along with details. Previously captured diagnosis of had severe swelling in injected knee, pain in injected knee and aspirated knee were updated to associated symptoms of synovitis right knee. Verbatim was updated from pain in injected knee to pain in injected knee/ effusion with multifocal tenderness and from aspirated knee to aspirated knee/ right knee has large palpable effusion. Laboratory data was added. Seriousness criterion was added. Clinical course was updated. Text was amended accordingly. Additional information was received on 31-mar-2017. Ptc results were updated and text was amended accordingly.